Event description:
Reportedly, the rx vision was being used to treat an unknown restenosed stent located in a saphenous vein graft to the obtuse marginal with heavy calcification. The rx vision stent delivery system (sds) crossed the restenosed stent and was advanced just distally; however, when the sds was pulled back to position within the restenosed stent, the vision stent became dislodged although no resistance was noted. The dislodged stent was located free floating just distal to the restenosed stent. Another physician was called to the hospital to discuss how best to treat the patient and it was decided to end the procedure; leave the dislodged stent free floating and the restenosed stent untreated. There are no plans at this point to treat the patient further. The patient is not experiencing any adverse patient effects at this time. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. It should be noted that the vision instructions for use (IFU) states that the multi-link vision rx and multi-link vision otw coronary stent systems are indicated for improving coronary luminal diameter in patients with symptomatic ischemic heart disease due to discrete de novo or restenotic native coronary artery lesions (length less than 25 mm) with reference vessel diameters ranging from 3.0 mm to 4.0 mm. The use of the device in s vein saphenous graft (svg) does not appear to have contributed to the reported stent dislodgement. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). Estimated date of event. The stent remains in the patient. The lot number was provided. A follow-up report will be provided with all additional relevant information.